Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 28-aug-2020: h10: most likely underlying root cause corrected from "mlc-61: improper use / mishandled by end user" to "mlc-62: user had poor technique".

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Adverse event report is being submitted due to symptoms related to diabetes - shaky. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. At the time of the call the customer reported feeling shaky; medical attention was not needed at the time of the call. Customer's information was provided to technician who attempted to call customer; technician was unable to contact the customer via telephone. No further information was able to be obtained.